Event description:
The customer reported the system displayed an x-rays disabled message and locked up. No pt injury was reported.

Manufacturer narrative:
The customer evaluated and repaired the system, and cancelled the service call.